Event description:
Cameron (now boston scientific) received info in (B)(6) 2012 that approx one hour following the implant of this device and electrode, the pt received an inappropriate shock while being moved. The local rep reported that the implant induction testing associated with normal post shock impedance measurements had been successful. A review of an electrogram found that therapy was delivered inappropriately due to oversensing of a wandering baseline. The root cause of the wandering baseline, identified from an x-ray, was due to partial electrode insertion into the header. The device was programmed to a secondary sense vector, the post-shock bradycardia pacing and defibrillation therapy was turned off. The next day, defibrillation therapy was permanently reprogrammed back on. Following these changes, no new episodes were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.